Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). A leakage from the rear o2 connection was noted. The o2 connection was reconnected and the alarm for low o2 gas supply did not reoccur. No parts were replaced and no ventilator logs were provided. The cause of the reported o2 gas supply alarm was a leakage from the rear o2 connection.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm for low o2 supply pressure. There was no patient harm. Manufacturer's ref # : (B)(4).